Event description:
The device was used during a colorectal procedure. Reportedly, the stapler did not form properly. A minimal amount of add'l tissue was resected and the surgeon applied another device.